Event description:
Information was received indicating that a smiths cadd-prizm vip ambulatory infusion pump displayed a clock revision alarm. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating the issue occurred while in use with a patient and no adverse patient effects were reported. Patient information was received.